Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A loose connection was reported, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. During troubleshooting, it was determined that the final bag came loose from the final line because it was a loose connection. The technical service representative reviewed proper procedures per user manual. The patient would use manual supplies to complete therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.